Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2005, the patient presented with pre-op examination. The review of systems revealed significant lumbosacral back pain with radiculopathy down the right leg. Assessment: pre-operative physical for lumbosacral back pain, djd, and l5 herniated disc. History of bipolar disorder. Chronic pain. On (B)(6) 2005, the patient underwent a alif l5-s1 surgery with diagnosis of degenerative disc disease. Per op-notes, the patient was brought into the operating room and after general endotracheal intubation was positioned supine. Following this, ap and lateral fl uoroscopy were used to place 14 x 23 mm dual cages at the l5-s1 space. At this point, since our exposure was good, the surgeon elected to place an anterior pyramid plate with a single screw in l5 and dual screws in s1. Final x-rays demonstrated what appeared to be successful positioning of the cages and the plate. The cages were packed with rhbmp-2/acs allograft. No patient complications. The patient also underwent anterior exposure, l5-s1, with assistant in cages and an anterior plate procedure with diagnosis of chronic back pain. No patient complications. On (B)(6) 2005, the patient was discharged with diagnosis of degenerative disc disease, l5-s1 with chronic back and right leg pain. On (B)(6) 2006, the patient presented for an office visit with complaints of back pain. The x-rays were also reviewed and showed degenerative disc disease at l4-l5. On (B)(6) 2006, the patient presented for pre-op examination. Impressions: l4-l5 implants, posterior fusion, screws possible on (B)(6) 2006; bipolar disorder; depression; tobacco abuse; s/p hysterectomy. On (B)(6) 2006, the patient underwent a l4-l5 posterior lumbar inter-body fusion surgery with diagnosis of status post l5 -s 1 anterior lumbar inter-body fusion with recurrent back and right greater than left leg pain. As per op-notes, the patient was brought into the operating room and after general endotracheal intubation, was positioned prone on a wilson frame. A midline incision was made after instillation with 20 cc 1% lidocaine with 1:100,000 epinephrine. The wound was taken down to identify the spine. An x-ray was taken to confirm our location. At this point bilateral hemilaminectomies were performed. Diskectomies were performed bilaterally. The disk was bulging centrally on both sides. At this point 10 x 22-mm inter-body implants were placed bilaterally into the prepared space. This distracted the space approximately 1 to 2 mm. At this point 5.5 x 45-mm screws were placed bilaterally at l4 and l5. Intraoperative emg testing suggested no irritation of the adjacent nerve roots. Lateral x-rays demonstrated what appeared to be successful position of the inter-body implants as well as pedicle screws. The top-loading rods were then placed and secured with the top-loading blockers. The roots were once again explored and felt to be well decompressed bilaterally at l4 and l5. 2. Degenerative disk disease, l4-l5, with bilateral disk bulging, l4-l5. On (B)(6) 2006, the patient was discharged with diagnosis of status post ls-s 1 anterior lumbar inter-body fusion with recurrent back and right greater than left leg pain an degenerative disk disease, l4-l5, bilateral disk bulging l4-l5. On (B)(6) 2007, the patient presented for complaints of back pain. The patient underwent a surgery with procedure of insertion of spinal cord stimulator trial lead. Per op-notes, patient was taken to the operating room, placed in the prone position and prepped and draped in the usual fashion. Next, 6 cc of 0.5% bupivacaine was infiltrated into the skin overlying lj-l2 interspace. Next, a 15- gauge needle quad plus kit was placed percutaneously into the epidural space at this level. Good loss of resistance was obtained. Needle placement was verified using fluoroscopy from an ap and lateral view. Next, quad plus kit was placed via the needle into the epidural space. Several attempts were attempted to thread the lead cephalad, but it kept hitting something in the epidural space, presumably some scar tissue. After many attempts, I finally got the lead to go cephalad to the point where the distal tip of the lead was placed at the superior body of t9. The lead had crossed midline, just to the left of midline, so the lower leads were right of midline and the upper leads were just left of the midline. Intraoperative testing occurred. At that time, we did get good coverage of the right leg and the entire length of the leg, which was where her worse her pain was and also into the right lower back. We did not get stimulation in the left low back at that time, which was okay for the trial period. Next, the stilet was removed, as well as the needle, leaving the lead in place. Next, an anchor was placed on the lead and sutured to the skin. Next, the connection lead was connected to the stimulation lead and dressing was placed. No patient complications. On (B)(6) 2007, the patient presented with complaints of failed back surgery and stimulator spinal cord perm. The patient underwent surgery with diagnosis of lumbar radicular syndrome. Procedure "spinal cord stimulator lead implantation and generator implantation. Per op-notes, the patient was taken to the operating room and placed in the prone position. The thoracic, lumbar, and sacral area were prepped and draped in the usual fashion. Next, a total of 6 cc of 0.25% bupivacaine with 1% epinephrine combination was infiltrated over the interspace of li-l2 and tl2-ll. A 15-gauge epidural needle pisces lead kit was placed via the needle and threaded cephalad until the tip of the catheter was at the bottom portion of vertebral body of t9 just right of midline. Next, a 2nd 15-gauge epidural needle kit was placed percutaneously into the epidural space of ll-tl2. A 2nd pisces lead was threaded via the needle. After several attempts it was finally threaded up the epidural space until it rested at the interspace between t9 and tio just left of midline. The patient underwent another surgery. Operative procedures - I. Implantation of dual-lead spinal cord stimulator. 2. Implantation of lpg battery back for spinal cord stimulator. 3. Simple programming of dual-lead spinal cord stimulator. No patient complications. The patient was discharged with diagnosis of failed back surgery. On (B)(6) 2007, the patient presented for a follow-up with complaint of low back pain with radiation down into the right lower extremity. Review of systems revealed depression, insomnia, loss of appetite, joint swelling. Review of x-ray showed anterior inter-body fusion with threaded fusion cage and anterior plate at l5-s1. The review of MRI showed bulging disc and small central disc herniation at l5-s1. Impression: failed fusion. On (B)(6) 2007, the patient presented for a follow-up for review of lumbar CT scan. The CT scan showed nonunion at l4-l5 and at l5-s1. On (B)(6) 2007, the patient underwent a surgery with diagnosis of failed fusion, prior anterior fusion, l5-s1, and prior posterior fusion, l4-l5 and nonfunctioning painful permanent spinal cord stimulator. Surgical procedure: exploration of spinal fusion, l4 through s1. Removal of non-segmental instrumentation, l4-l5, legacy. Repeat posterolateral fusion, l4, ls, and s1, two levels. Repeat instrumentation, l4 through s1. Removal of permanent spinal cord stimulating battery. Right posterior iliac crest and also the leads which were epidural thoracic. Left posterior iliac crest bone graft harvesting. Per op-notes, a midline longitudinal incision was then made. The incision was extended both proximally and distally, proximally to incorporate the spinal cord implant site. An incision was also made over the battery pack site over the right posterior iliac crest in the subcutaneous area. Skin was incised. Subcutaneous tissues were incised. Paraspinal muscles were then subperiosteally elevated from posterior spinal structures. Previously inserted instrumentation was noted. Tightening nut was removed, followed by rod, followed by the screws. All the screws were grossly loose. There was obvious gross movement across the l4-l5 with pseudoarthrosis. There was also gross movement across the l5-s1 previous anterior fusion area. All the scar tissue was curetted off of the bony processes in the back. The decision was made to perform a 2-level posterolateral fusion using autologous iliac crest bone graft with repeat instrumentation. New s1 pedicle screws were inserted. These were 6.5 mm diameter screws, 40 mm in length. Purchase of the screws in the bone was quite firm. The l4-l5 pedicle screws were 6.5 mm diameter screws, 40 mm in length. Previously inserted screws were 5.5 mm diameter. Purchase of the screws in the pedicles was quite firm. All the screws were stimulated using intraoperative smg monitoring, and all the screws stimulated at greater than so milliamps. I had some concern about the left 14 pedicle screw, as the pre-op CT scan showed that this was somewhat medialized; however, after full insertion of the screw, stimulation showed that there was no conduction up to 18 milliamps, therefore the left l4 pedicle screw was accepted as wall. No patient complications. On (B)(6) 2007, the patient presented for a follow-up post fusion repair at l4-l5 and l5-s1. The ap and lateral x-rays were reviewed and the instrumentation is intact. On (B)(6)2008, the patient presented for a follow-up post l4 to s1 posterolateral fusion with pedicle fixation. The ap and lateral x-rays were also reviewed and showed good interval maturation of fusion. On (B)(6) 2008, the patient presented for a follow-up post fusion repair from l4 to s1 with complaints of low back pain. The ap and lateral x-rays were reviewed and showed good fusion. On (B)(6) 2008, the patient presented for a follow up due to severe low back pain on right side due to falling and limited range of motion. The x-rays were reviewed and showed no disruption to the hardware. The CT scan was also reviewed and showed solid fusion. On (B)(6) 2008, the patient presented for a follow-up after hardware injection with complaints of low back pain. On(B)(6) 2008, the patient underwent a surgery due to painful hardware. Surgical procedure: removal of segmental instrumentation at l4 through s1. Exploration of fusion. Patient was brought to the operating theater. General endotracheal anesthesia was induced in an uneventful manner. Patient was then carefully log-rolled into prone position onto the jackson os1 frame. Foley catheter was inserted. Entire low-back area was then prepped and draped using duraprep in a routine fashion. A midline longitudinal incision was then made. Skin was incised. Subcutaneous tissue was incised. Previously inserted hardware was exposed. Nut was untightened, followed by removal of rod, followed by removal of all the screws. Some of the screws were somewhat loose in the pedicles. Fusion was explored. After removal of the screws, fusion was completely solid. No patient complications. On (B)(6) 2009, the patient presented for follow-up with complaints of low back and bilateral leg pain and limited range of motion. The CT scan was reviewed and it showed solid fusion from l4 to s1, slight bulging disc at l3 and l4. On (B)(6) 2010, the patient presented with complications of severe pain due to falling that started in her lower back and radiates to her right leg and numbness in her right foot, l3-4 left leg pain and weakness. On (B)(6) 2010, the patient presented with complications of chronic low back and leg pain. The CT myelogram was reviewed and revealed a mild disc bulge at the l3-4 level and a mild bulge centrally causing no central and lateral stenosis at the l2-3 level. On (B)(6) 2010, the patient presented with complaints of more low back pain. The CT scan revealed minor central stenosis due to facet arthritis and bulging disc at l3-4. On (B)(6) 2010, the patient presented with complication of sharp exacerbation of her low back pain. The CT scan revealed severe degenerative facet disease at l5-s1 bilaterally and mild to moderate at l4-5 and mild at l2-3. Impression: there is now evidence of new discal herniation or stenosis or complication of her metal removal. There is a small line arc like in its presentation in the lateral transverse process most likely representing articular fracture at time of metal removal but this has healed and is stable. On 14 sep 2010, the patient presented with low back pain. The CT scan of lumbar spine and myelogram and CT scan from level 2-0 revealed solid fusion from l4-s1, bulging disc at l3-l4 proximal to fusion. On (B)(6) 2010, the patient presented for follow-up with complaints of concordant pain at l3-l4. The discogram was also reviewed and revealed that the disc is torn and leaking to the right side of her more symptomatic side. On (B)(6) 2010, the patient underwent xlip surgery on l3-l4, nuvasive cage, osteocel with affix plate for lumber discogenic low back pain syndrome at l3-l4 due to diskogenic pain and transitional syndrome e. Surgical procedure: extreme lateral inter-body fusion l3-l4 via left-sided approach. Cage 12 mm x 55 mm with osteocel. Posterolateral fusion l3-l4. Non-segmental fixation affix plate l3-l4 with osteocel. The xrays showed good positioning of the interspinous process affix plate. On (B)(6) 2011, the patient presented for follow-up one month post-surgery with complaints of hyperesthesia on both would areas. The ap and lateral lumbar x-rays showed instrumentation in place with fusion in process of consolidation. On (B)(6) 2011, the patient presented for follow-up post 3 months of surgery with complications of constant low back pain with radiations on the right leg. The ap and lateral lumbar x-rays showed instrumentation in place with fusion in process of consolidation. The patient's films were also reviewed. On (B)(6) 2011, the patient presented for follow-up with complaints of weakness in her right leg and low back pain with radiation in to the right leg. The electrodiagnostic studies were done and showed that she had some conduction delay across the cervical spine with ssep. On (B)(6) 2011, the patient presented for review of MRI scan of cervical spine that showed no evidence of spinal cord compression. On (B)(6) 2011, the patient presented for follow-up 8 months post-surgery with complaints of severe low back and leg pain. The x-rays were reviewed and showed the fusion was intact. On (B)(6) 2011, the patient presented for review of CT scan with complaint of low back pain. The CT scans showed no obvious failed fusion. On (B)(6) 2011, the patient presented for follow-up with complaints of unrelenting low back pain. The CT scan of lumbar spine was reviewed and showed failed fusion. On (B)(6) 2011, the patient underwent a surgery due to failed fusion at l2-l4. Surgical procedure: remove affix plate, l3-l4. Explore spinal fusion, l3-l4. L3-l4 posterolateral fusion. L3-l4 non-segmental pedicle fixation. Right posterior iliac crest bone graft harvesting. No patient complications. On (B)(6) 2011, the patient presented for follow-up. The x-rays were reviewed and were found satisfactory. On (B)(6) 2012, the patient presented for follow-up with complaints of severe low back pain. The xrays were review and showed solid fusion and instrumentation intact. On (B)(6) 2012, the patient presenter for follow-up for review of MRI scan of thoracic spine and showed thoracic disc herniation and t7 t8 stenosis. On (B)(6)2012, the patient presented for a follow-up with complaints of severe low back pain with radiating pain down into the right leg. The MRI scan of thoracic spine showed no real thoracic spinal stenosis and there is ample room for the thoracic spinal cord. On (B)(6) 2013, the patient presented with complaints of severe low back pain with radiation into the right leg. On (B)(6), the patient presented for follow-up with complaints of severe low back and right hip and thigh pain. CT scan was reviewed and showed the fusion is solid from l3 to s1 but there was a bulging disc at l2 l3 more towards right. Pm (B)(6) 2013, the patient presented for follow-up for review of her discogram that showed disc degeneration at l2 l3 with reproduction of concordant pain, l1 l2 looked morphologically normal. On (B)(6) 2013, the patient presented for follow-up with concordant pain at l2 l3 and l1 l2. The discogram results were reviewed. On (B)(6) 2013, the patient underwent a combined tlip and plit surgery at l2 to l5 levels with diagnosis of chronic low back pain due to lumbar discogenic low back pain syndrome, l1-l2, l2-l3 above previous fusion l3 through s1. Procedure performed: combined transforaminal inter-body fusion, posterolateral fusion l1-l2, l2-l3. Zimmer cage, peek, 10 mm x 22 mm, bone graft. Segmental pedicle fixation, l1, l2, l3, l4. Local bone graft harvesting. Final ap lateral x-ray showed good positioning of the cages as well as the new pedicle screws. No patient complications. On (B)(6) 2013, the patient presented for follow-up with complaints of 'tingles and needle' present in the right lateral calf, transverse aches at the wound with muscle spasm in the entire incisional area and left leg. Ap and lateral x-rays were reviewed that showed instrumentation in place with fusion in process of consolidation. On (B)(6) 2013, the patient presented for follow up with complaints of increased back pain. Ap and lateral xrays showed instrumentation in place with fusion n good process of consolidation. There was no compression fracture. On (B)(6) 2013, the patient presented for followup with complications of pain in low back with intermittent radiating leg pain. The xrays were reviewed and showed halo and lucensis around the proximal screws without any strong evidence of posterolateral fusion mass. CT confirmed halo around the l2 screws with no real bone in the posterolateral gutter, had definitely loose screws and failed fusion that was contributing to her low back and leg pains.